Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported rupture. Later, healthcare professional reported lymphadenopathy. The device has been explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: the device related to the reported events lymphadenopathy and rupture was received on june 17, 2025, with lot number 2874955. Based on the product analysis performed, the assessments of the complaint codes are: lymphadenopathy: unable to observe. Rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported rupture. Later, healthcare professional reported lymphadenopathy. The device has been explanted. This record is for the right side.